Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4)the full lead was returned and analyzed. The stylet was stuck in the lead's distal coil. All conductors were distorted throughout connector. The inner insulation was torn and the lead was seen stretch at various locations.

Event description:
It was reported that during the implant procedure, the stylet got stuck in the lead and could not be removed. The device was not implanted. No patient complications have been reported as a result of this event.